Manufacturer narrative:
(B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Event description:
It was reported that during a microdiscectomy the tip of the instrument broke off. The tip was retrieved. There were no patient complications as a result of this event.

Manufacturer narrative:
Additional information: product was returned. Visual and functional inspection identified the inferior shaft is broken at the forward of the pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order to induce a fracture of the shaft is consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.